Event description:
This is filed to report death and serious injuries. This study was a single-center randomized, controlled and open-label trial comparing edge-to-edge transcatheter mitral valve repair (tmvr) with the mitraclip device to optimal medical treatment (omt) in nonresponders to cardiac resynchronization therapy (crt) with dilated cardiomyopathy (dcm) and functional mitral regurgitation (fmr). The study included 31 patients: 15 in the control and 16 in the tmvr group. Regarding the safety end point, no procedure related serious adverse events were observed in the tvmr group. Complications noted during 12 month follow-up included: moderate to severe mr, rehospitalization due to heart failure and death (all-cause and cardiovascular). In conclusion, in patients with dcm and crt who were clinically nonresponders and present fmr >2, ¿edge-to-edge¿ tmvr, as compared with omt was associated with a reduction of the combined end point of cardiovascular death, heart transplantation and chronic heart failure (chf) hospitalizations and a reduction in the number of chf hospitalizations and the need of diuretic treatment escalation at 1 year. Details are listed in the attached article titled, "edge-to-edge transcatheter mitral valve repair versus optimal medical treatment in nonresponders to cardiac resynchronization therapy: the mitra-crt trial."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect of death reported in the article is captured under a separate medwatch report. Article titled "edge-to-edge transcatheter mitral valve repair versus optimal medical treatment in nonresponders to cardiac resynchronization therapy: the mitra-crt trial."

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mr, and heart failure. Recurrent mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional patient effect of death reported in the article is captured under a separate medwatch report. Attachment; article titled "edge-to-edge transcatheter mitral valve repair versus optimal medical treatment in nonresponders to cardiac resynchronization therapy: the mitra-crt trial." A2: mean age. A3: majority gender. B3: date of event was estimated as (B)(6) 2015. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated as (B)(6) 2015 b3: date of event was corrected to (B)(6) 2015.